Manufacturer narrative:
Follow-up #1 - device evaluation: the device has been returned and evaluated by product analysis on 11/02/2015 with the following findings: a visual inspection of the pump showed that the battery cap was damaged; the removal slot at the top was stripped and worn. The battery cap contact height was found to be out of specifications; the contact width measured within specifications.

Manufacturer narrative:
The product has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.